Event description:
End user reports there was a black foreign matter inside the individual packaging. There was no harm reported.

Manufacturer narrative:
E1: state (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 , manufacturing site: 3005778470.

Manufacturer narrative:
Picture of claimed product was received and evaluated. The paper residue on pouch weld is visible and defect was confirmed. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID (B)(4) - gentlecath glide male ch12 and manufacturing lot#2l03639 in c2 on packaging machine p020 in amount (B)(4) pieces in (B)(6) 2022. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production and sterilization process of the mentioned lot. No another complaint was received on this lot and this type of issue to may 20, 2024. Product were sterilized under sterilization batch 23774929a. No nonconformance has been raised during sterilization process. Results of environmental control from (B)(6) 2022 were checked with no any observations. A bioburden test was also performed, and all results were within required limits. The percentage of affected pieces against the lot is (B)(4). Results from previous complaint board held on (B)(6) 2024 ¿ need to wait for samples. The sample was received on may 21, 2024, and visually inspected according to g905704, ver.27.0 with result ¿ the presence of a foreign matter was confirmed. The inspection revealed that it was a hard part. This foreign matter was not the source of the mold visible in the photo. The mold was caused by damage to the peelpack and water sachet. This complaint was first presented to the complaint review board on may 16, 2024, and the investigation started. On may 20, 2024, the attendees decided that no CAPA is needed. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. (B)(4). The presence of a foreign matter was confirmed. The complaint is considered as an isolated issue. This issue will be monitored through the post market product monitoring review process, (B)(4). No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.